Event description:
It was reported that this right ventricular (rv) lead insulation was damaged and that caused it to present high pacing threshold measurements and an increase in its impedance measurements, so it was partially extracted. A new device was implanted. No additional patient effects were reported.